Manufacturer narrative:
(B)(4). Device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information requested: is the detached tissue pad being returned with the device? Or, was the detached tissue pad discarded?

Event description:
It was reported that during an unknown procedure, the instrument had the tissue pad detached. No piece fall into the patient. Customer cannot provide anymore details about the circumstances in which the issue occured. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Batch #m91026. The device was returned with the tissue pad attached to the clamp arm and not detached as it was reported; however, it was noted to be damaged, melted, and a small portion was not returned. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history records were reviewed with no anomalies noted during the manufacturing process.